Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-03. H.3. Investigation summary: bd received 11 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for air bubbles in gel was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles in gel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer that the gel has bubbles in it. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "there were air bubbles in the gel"

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer that the gel has bubbles in it. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "there were air bubbles in the gel".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.